Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An afx bifurcated stent graft and ovation ix iliac limb stent graft were implanted to repair a previously placed afx bifurcated stent graft and suprarenal aortic extension. Approximately 1 month after the re-intervention, the patient returned with back pain. The patient was diagnosed with a type iiib endoleak of the ovation limb. The physician elected to re-intervene by placing a gore device, successfully resolving the endoleak. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the compromised stent graft integrity was found to be unknown/undetermined due to the lack of medical records and imaging surrounding the event, however, the use of an ovation ix extension with an afx main body stent is considered off-label usage. The procedure related harms and final patient disposition could not be ascertained due to a lack of medical information surrounding the repair event, however, there have been no additional patient sequelae reported. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. Codes: (B)(4).